Event description:
It was reported the patient presented for post-implant checks. Upon interrogation, it was discovered the leadless pacemaker (lp) exhibited loss of capture and sensing. The lp had dislodged into the pulmonary artery. The lp was explanted and replaced. The patient was in stable condition.